Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "check vent: backup alarm failed" error code occurred. It was reported that there was no patient involvement at the time the issue was discovered, and there was no delay in therapy reported. The manufacturer's product support engineer (pse) evaluated the device and confirmed the 1104 "check vent: backup alarm failed" error code in the event log. The pse replaced the central processing unit (cpu) board and verified that the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
The product investigation lab (pil) technician verified that the 1104 "backup alarm failed" alarm error occurred once in the event log. Neither the occurrence nor the 1104 error code could be duplicated at the pil during the bootup of the cpu pcba or standard test bed (stb) operation using the cpu pcba. With the device in a no power/hardware power fail state, the pil technician allowed the visual and audible backup alarms to operate for a period of 2 minutes and found that both alarms operated without any issues. The cpu pcba passed all engineering testing, and all voltages required for the proper operation of the system were well within specification. Ls1 resistance had been measured showing a solid 405k ohms, verifying that ls1 was not shorted or open. The pil technician verified that ls1 (secondary speaker) functioned as expected with 10vdc applied with the bk precision 1696 dc regulated power supply. Additionally, the pil technician purposely generated an alarm condition by temporarily disconnecting the pprox tube from the pprox port of the stb and verified that the alarm for pprox generated as expected. No problem was found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4 updated